Event description:
The patient contacted animas on (B)(6) 2012, alleging that the insulin pump that is being used as a back-up pump is malfunctioning. The patient conferred with a representative from animas customer technical support (cts) regarding the issues he is having with the insulin pump and is in disagreement with the cts representative's assessment of the issue. The patient was reported by cts to be a poor historian. The cts representative assessed the issue as an occlusion. The patient has reportedly not used the insulin pump in over four months. The patient was unwilling to troubleshoot the pump. The pump is being returned to animas. There was no reported adverse event associated with this complaint. This complaint is being reported because it is unclear what the issue is regarding the pump and the complaint remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.